Event description:
It was reported that a user continued to experience an issue in which the meal announcement option would not appear on the ilet bionic pancreas after a period of observation, despite ongoing use with a dexcom g7 cgm and a cd 23"-6 mm infusion set; blood glucose at the time of the report was 179 mg/dl. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education, with no alerts or alarms reported. Investigation included review of user feedback and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.